Event description:
On 2015-10-26, information received from a consumer reported that the patient was seeking different perspectives on other ideas that they could do to help dissolve the granuloma. As of (B)(6) 2015, the pain was intense. Indications for use were noted to have included non-malignant pain and failed back surgery syndrome. The patient was redirected to their healthcare provider (hcp). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Updated, "other" no longer applies to the event. (B)(4) and no longer apply to the event.

Event description:
Additional information was received from a consumer. Exploratory surgery was done recently where the catheter was removed from the nerve. A granuloma was suspected but the catheter was found to be on a nerve for the last year. No granuloma was found. The catheter tip was at t11. The catheter was removed and "something left along the side that attaches to the pump". The "little round thing is out of her body but there is something left in her sacrum". The patient was not pain-free. The pump was still in her body but the patient was not getting drug because there was no catheter attached to the pump. The patient had not been getting drug delivery for two months. Further detailed information regarding this issue could not be obtained as the patient was in "too much pain" to answer the required questions. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant medications, pertinent medical history, clarification what was left in the patient's sacrum, and the cause of the catheter being on the patient's nerve. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Additional information determined the following. (B)(4).

Event description:
Additional information was reported by the consumer. On (B)(6) 2016 the consumer reported that they have had three catheters in five years and the last one gave them nerve damage and medication only on one side. The consumer wanted to have a discussion about the catheter and "express things that hurt doesn't break." It was also reported that their health care professional (hcp) "stopped using. Now cover my catheter issues." And the consumer was put on "nerve 15mm and problems with catheter." It was also noted that the consumer was confused, incoherent, and had difficulty communicating.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
A consumer reported a small granuloma. The patient had spoken with their pump managing physician and another consultant. They reportedly had two options to decide what their next steps would be. A healthcare provider wanted to leave the catheters in, leave saline in the pump for six months to a year, and allow the granuloma to heal. They suggested titrating the pump medications down 20% for five weeks in order to wean the patient off and then put saline in the pump. The patient did not know how this would work as oral pain pills did not work for them. Their doctor was concerned about scar tissue around the area, and they were not sure about taking it out right away. Another consultant indicated they should take the system out and let the granuloma heal. The patient stated they knew the catheter was going to bother them if they chose to wean off their medications and put saline in the pump. They were not willing to wait six to twelve months. The patient had an appointment scheduled on (B)(6) 2015 with their doctor. The patient was receiving intrathecal morphine, bupivacaine, baclofen, and sufenta. They were indicated for the following uses: non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient experienced a granuloma. The event date was approximately (B)(6) 2015. The patient experienced intermittent partial numbness in right chest, abdomen and sometimes hip. The clinic felt bupivicaine with the personal therapy manager (ptm) was the issue and was working to reduce it. A side port study done approximately 4 weeks ago was patent but dye spread was problematic due to root clumping and opted to follow up with thoracic MRI. The hcp did not consider the symptoms the result of the granuloma. The issue had not been resolved. The patient was receiving intrathecal compounded baclofen (concentration unknown) 264mcg/day and sufenta (concentration is unknown) 62mcg/day and bupivicaine 17mg/ml 12mg/day via an implanted pump. The patient was receiving intrathecal drug delivery for chronic pain. A consumer reported that the patient was in great pain and was in need of assistance as they were not sure how they were going to get through this time. It was further noted that the patient was in pain and not thinking clearly. Their physician was described as being too busy and doesn't look things up so the patient had to be their own advocate. The patient wanted assistance with ensuring that a nurse would call her at a scheduled time on (B)(6) 2015. The patient was questioning when they could receive a new pump. It was noted that the patient would not be on medication for a while, past (B)(6) 2015 and/or into next winter or spring. The patient believed it would be much better to take the device out and then put one in since they were expiring anyways.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer indicated she had a granuloma and needed to talk to a nurse. The patient had a catheter placed in (B)(6) and woke up in agony on the side of her body "since the beginning". If additional information is received, a follow-up report will be sent